Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Model # not provided, lot # not provided. Expiration date no provided. Unique identifier (UDI #) not provided. Device manufacture date: not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had a suction loss during laser firing in the left eye (os). Resulting with a partial flap creation and epithelial break through. Treatment was aborted. The patient¿s chief complaint was of blurry dry eye. A flap lift was performed to resolve symptoms at created at 140 micron on (B)(6) 2019 . Patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2014, right eye pre-op was 20/20 .25 x .00 x 90 and left eye pre-op was 20/20 .50 x .00 x 90. Bcva from (B)(6) 2014, right eye post-op was 20/20 -1.75 x .00 x 90. On (B)(6) 2019, patient being followed up for dryness, current visual acuity 20/25.